Event description:
Patient swallowed drill accidentally during the surgery. Doctor made a report stating the need for the patient of medical revision and an x-ray. X-ray reveals that the drill is still in the patient's body.

Manufacturer narrative:
Investigation into this event is ongoing.

Manufacturer narrative:
Investigation results: product not being returned: patient swallowed. Therefore unable to verify that component was made within required manufacturing specification. Complaint history review shows no indication of any trends related to the isolatch feature on this product. Doctor has confirmed that she failed to introduce correctly the drill inside the contre angle, therefore accidentally actpsd fell into patient mouth and was swallowed. The contre angle used is not from biomet 3i. No lot number provided. Follow up with the customer confirmed that the patient passed the drill without medical intervention.

Event description:
Biomet 3i complaint coordinator confirmed with the doctor that an x-ray was taken (B)(6) 2013, showing that the patient has naturally eliminated the product after two weeks. It was also reported that the patient experienced no further problem.